Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(6) 2012, intuitive surgical contacted (B)(6) the clinical nurse specialist at (B)(6) medical center and she indicated that the patient is doing well and to the best of her knowledge the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the reported event. Per the information provided by the initial reporter, the broken instrument pieces were successfully retrieved from the patient.

Event description:
It was reported that during a da vinci s sacrocolpopexy procedure, the megasuturecut needle driver instrument broke and pieces from the instrument fell into the patient. The instrument fragments were removed and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported and the patient is doing well six weeks post-op.